Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was 540 mg/dl and 38 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high and low blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high and low blood glucose event. Customer reports they did not contact their health care professional regarding the high or low blood glucose. Customer did not allege insulin pump was under or over delivering. Customer did not have a tubing clamp available. Customer reports programming was accurate. Customer states they did not wear insulin pump during a medical procedure or test around magnetic resonance field. Customer reports insulin pump had insulin flow block alarm. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. The insulin pump will be returned for analysis.

Manufacturer narrative:
No device problem found. The device passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.